Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11f15150 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unknown date in 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. The nurse wasn't exactly sure if the patient had peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment information was not reported. Outcome was unknown. It was not reported whether dianeal therapy was ongoing. The nurse reported that the event of peritonitis was not related to dianeal therapy.